Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
(B)(4): multiple errors flashed on screen. Used bypass cables. Multiple errors flagged again before first incision. Pka procedure was canceled. Errors reported by the mps: inter-process communication error, camera error 14, software error 15, software error 502, as well as others.

Event description:
(B)(4): multiple errors flashed on screen. Used bypass cables. Multiple errors flagged again before first incision. Pka procedure was canceled. Errors reported by the mps: inter-process communication error, camera error 14, software error 15, software error 502, as well as others.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available. "Reported event: multiple errors flashed on screen. Used bypass cables. Multiple errors flagged again before first incision. Pka procedure was canceled. Errors reported by the mps: inter-process communication error, camera error 14, software error 15, software error 502, as well as others. Device evaluation and results: per (B)(4): - verified system giving error 26. Completed system motor phase test. All presurgical tests have passing results. Completed hass test. Product history review a review of device history records shows that on 06/23/2014 1 device was inspected and 1 device was placed on: (B)(4). A review of the data revealed that the non-conformances are not related to the failure alleged in this compliant. Complaint history review a review of complaints in catsweb and trackwise related to p/n 209999, (B)(4) shows 1 additional complaints related to the failure in this investigation. These complaints are: (B)(4). Conclusions: passed all checks and tests. System ready for clinical use. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard."